Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires broken.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had high impedances. Imaging confirmed the lead was fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.